Event description:
It was reported that the customer's insulin pump was delivering more insulin during the manual prime while using a used reservoir. It was stated that this issue did not happen when the customer uses a new reservoir. It was stated that the customer feels unsafe and requested a replacement of the insulin pump. The customer's glucose reading was 50mg/dl. Troubleshooting was performed. The settings on the insulin pump were correct. The displacement and high pressure test were performed and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.